Event description:
It was reported by the customer that observed multiple black, bubbled specks embedded within the barrel of the syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. The presence of multiple black, bubbled specks embedded within the syringe barrel was reported. To support the investigation, one sample in a sealed blister package was provided to the quality team for evaluation. A visual inspection was conducted, during which no defects, imperfections, or foreign matter were observed on the syringe itself. Particles were identified on the inner wall of the blister top web within the sealing area, however, no additional defects or irregularities were noted. This condition may be attributable to insufficient cleaning following equipment repair or maintenance activities. A device history record review was performed for material number 302830, lot 6035210. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were associated with this lot. All manufacturing processes and final inspections were completed in accordance with specification requirements. The sample will be shared with associates for awareness purposes. To date, no other similar events have been reported for this lot. Based on the completed investigation and analysis of the returned sample, the condition reported by the customer is confirmed.